Event description:
The end user facility contacted olympus to report a e322, ¿scope communication error,¿ error message coming from their 4k autoclavable camera head, even when the camera is connected. No patient or user harm has been reported.

Manufacturer narrative:
The end user has not provided additional information concerning the event, procedure, and/or patient despite follow up attempts. This investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, the device was received and it was noted that e322 occurs when an attempt is made to show device data of the camera head while the camera head is not connected. It was determined that the failure of the cable (torsion) caused poor communication, resulting in an unconnected status and an ¿e322 error¿ (not reproduced upon investigation) and ¿no image was displayed¿ (reproduced upon investigation). A review of the device history record found no deviations that could have caused or contributed to the reported issue. The instruction manual identifies the following related verbiage which could have prevented the phenomenon: ¿do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.